Event description:
It was reported that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time 140mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the reset error test. No error alarms were noted and the insulin pump functioned properly. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.